Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead was not capturing in the rv. An x-ray showed that the lead was in a different position from implant. The lead was replaced.